Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe battery packs were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was an 'generator error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.